Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and an evaluation is complete. Visual inspection did identify a cut at the edge of the bag. Functional testing included leak testing. The bag was sealed at the location of the cut, and inflated with air. The bag was then immersed under water. No leaks were visible. The reported condition was verified; however, the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred on an empty bag system. The leak was discovered when the patient connected the empty bag to the automated peritoneal dialysis "test nipple" and the patient saw the leak before connecting themselves. The patient stood up when the homechoice was running and the patient felt that their feet got wet. The patient reported that it looks like there was a cut/hole where liquid came out. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.